Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight information was unknown. The provided information was confirmed with physician/account.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-jul-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the lead migrated-tilted to the right. A revision was performed. The hcp removed the lead with no issues or concerns but was now looking for an accessory to advance the lead and looking to create space in spine for lead. The rep walked into the operating room and reviewed x-rays with the hcp. Lead was repositioned in epidural space. It was open at the spine incision. The battery pocket was not opened for the surgery. Rep will follow up with the patient again at his post op appointment. It was not scheduled yet. Patient denied fall. Stated maybe the lead moved due to physical therapy/ exercises. No symptoms were reported and no further complications were reported.